Event description:
A healthcare worker reported to the FDA a white fiber embedded within a lens with a piece of the fiber trailing out from the edge of the optic during an intraocular lens (iol) implant procedure. The cataract was removed without any complication. Viscoelastic was used to inflate the capsular bag. The lens was loaded and injected into the capsule (correct anatomic position) . The fiber was attempted to be removed but continued to stay embedded. A decision was made to then remove the iol. Viscoelastic was injected into the anterior chamber and capsular bag. The iol was cut in half and then removed from the eye. Capsular bag support at that time was not adequate for placement; therefore, the new iol was placed in the sulcus. No vitreous loss occurred.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).